Event description:
It was reported that on (B)(6) 2012, the doctor placed a long term dialysis catheter via ij vein. On (B)(6)2013, the pt came to hosp to complaint, the doctor checked and found the pt's catheter out of the body. The cuff still in body. The catheter was separated from the cuff. From (B)(6) 2012 to (B)(6) 2013, the nurse used iodophor to healthcare the catheter. A new device was placed.

Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lot history review (lhr) of revc1353 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (revc1353) have been reported from one china facility.